Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Visual and functional tests were performed on the returned device. The device passed all tests and found no issues with the pump. The probable cause of the reported problem is unknown.

Event description:
The event involved a plum duo infusion system, and it was reported that the pump froze during use. There was patient involvement, and unknown harm.